Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was positioned in the left bundle branch, abnormal impedances were observed. The impedance values increased from 1600 ohms to 2400 ohms, and then to greater than 3000 ohms. Additionally, loss of capture at maximum output was observed, and the helix mechanism could not extend or retract properly. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: the device has not been returned for analysis. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations.

Manufacturer narrative:
The device has not been returned for analysis. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was positioned in the left bundle branch, abnormal impedances, and loss of capture (maximum output) were observed. Additionally, the helix mechanism could not extend or retract properly. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.